Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had moisture damage. The customer's blood glucose reading was 267 mg/dl. The customer stated the insulin pump was exposed to moisture; rain. He stated there was some fluid under the lcd display. The customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will not be returned for analysis.